Event description:
It was reported that during a left hemicolectomy procedure, the stapler was fired correctly but it did not cut the tissue. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.